Event description:
A physician reported that his patient has an ectopic pregnancy several months following an essure procedure. The patient had an essure confirmation test (hsg) performed on (B)(6) 2010, and the patient's physician stated that the report indicated proper placement with bilateral occlusion. Following the hsg test, the patient became pregnant and was treated for the ectopic pregnancy. The patient was doing well following treatment.

Manufacturer narrative:
(B)(4).